Manufacturer narrative:
It was reported that three batteries had breaks in the outer cover of the connector cord and the primary controller had cracks and damage to power connectors one and two. One controller ((B)(4)) and three batteries ((B)(4)) were returned for evaluation. A review of the controller's manufacturing documentation confirmed that the controller met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries had tears on the output cable, confirming the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed that power port 1 and power port 2 connectors were loose and cracked. As a result, the reported event was confirmed. Based on an investigation conducted, the most likely root cause of the loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The most likely root cause of the cracked connectors can be attributed to a forced connection and/or repetitive improper connections. The most likely root cause of the tears on the batteries' output cables can be attributed to wear of the strain relief and/or due to the handling of the devices. Additional devices: (B)(4) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: (B)(4) - battery / catalog number 1650 / expiration date: 30-nov-2017. (B)(4). Device available for evaluation: 15-sep-2017. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacture date: 21-jan-2016. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650 / expiration date: 31-may-2017 (B)(4). Device available for evaluation: 15-sep-2017. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacture date: 30-may-2016. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650 / expiration date: 31-may-2017 (B)(4). Device available for evaluation: 15-sep-2017. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacture date: 30-may-2016. Labeled for single use: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that three batteries had breaks in the outer cover of the connector cord and the primary controller had cracks and damage to power connectors one and two.  The patient denied any alarms or symptoms associated with these findings.  The controller and batteries were exchanged.  No patient complications have been reported as a result of this event.